Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue, and they declined to load a second cartridge. Customer technical support approved a replacement pump with updated software, and the caller was provided with storage mode instructions. The caller understood and acknowledged the steps needed for receiving and setting up the replacement pump, including returning the problematic pump to tandem. The pump was still within warranty, and the customer planned to use multiple daily injections to ensure continued insulin delivery.